Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patent presented to the emergency room experiencing syncope. A loss of capture was observed on the right ventricular lead. It was noted that lead had been previously capped and was reused during a recent device change out procedure. Device reprogramming was performed. The lead was successfully capped and replaced on (B)(6) 2015.